Event description:
When the pacemaker was checked on (B)(6) 2019, increased threshold in atrial and pacing failure at 5.0v/0.4ms was observed. On (B)(6) 2019, the pocket was opened, the atrial lead was disconnected from this device and was tested. The threshold showed 1.3v@0.4ms, a normal value so the physician decided not to reposition the lead. The physician did decide to replace this device instead.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. Furthermore the threshold test functionality was tested using a heart simulator. No anomalies were noted. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.